Manufacturer narrative:
It was reported the patient was revised on (B)(6) 2014 due to "the original surgery not taking due to bone grafting". The original surgery was performed on (B)(6) 2014. The patient was implanted with a number of components of which one is the tm acetabular augment. Note: the only zimmer biomet (B)(4) design controlled part is the tm acetabular augment. All other implants are zimmer biomet (B)(4) design control. Based on the investigation results, it is not suspected that the tm acetabular augment failed to meet specifications. The investigation could not verify or identify any evidence of tm acetabular augment contribution to the reported problem. Examination of the tm acetabular augment part number 02-212-15703 manufacturing record indicates no anomalies were reported. The design history record, manufacturing and material specifications for this lot are within the prescribed specifications. Based on the available information, it can be concluded that the lack of bone ingrowth was not related to the (B)(4) design controlled product (tm acetabular augment). This investigation is considered closed at this time; however, should additional information be received, this report shall be updated.

Event description:
It was reported the patient was revised due to "the original surgery not taking due to bone grafting" on (B)(6) 2014. The original surgery was performed on (B)(6) 2014. Note: the only zimmer biomet (B)(4) design controlled part is the tm acetabular augment. All other implants are zimmer biomet (B)(4) design control.

Manufacturer narrative:
Investigation in process.

Event description:
It was reported the patient was revised due to "the original surgery not taking due to bone grafting" on (B)(6) 2014. Note: the only zimmer biomet tmt design controlled part is the acetabular augment. All other implants are zimmer biomet (B)(4) design control.